Event description:
A caller reported a malfunction on the pump, identified by a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, provided pump reset information, and instructed them to contact support again if the malfunction recurs. The customer was able to continue using the pump without further issues.